Event description:
It was reported that during a colon resection procedure, the physician was using the device to anastomose the resected colon. When he fired it, no staples were deployed. There were two perfect donuts, but no staple line. The patient had to receive a colostomy. The device was discarded.